Event description:
It was reported that the patient inflatable penile prosthesis (ipp) pump eroded through the skin last week. There was no infection observed in patient. The entire ipp system was removed and discarded. Spectra concealable penile prosthesis was implanted with only the left cylinder used on the left side, and no cylinder was placed in right side due to corporal scarring. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.